Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional test and review of the alarm log were performed. A service history review revealed no previous service history. The f38 alarm was identified during functional test and review of the alarm log. The cause of the condition was damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f38 alarm (malfunction in tube misloading detection circuitry). This occurred when the device was turned on. There was no patient involvement. No additional information is available.